Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one scissored clip was formed due to the misaligned condition of the jaws. No sideways feeding was noted during the analysis. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hepatectomy, the 1st and 2nd clips were fed into the jaws sideways. Eventually the clip became to be fed into the jaws properly after grasping the trigger several times. The device was not used for the patient. Another device was used to complete the case.